Manufacturer narrative:
Review of provided files dated 30 october 2023 confirmed the reported issue: after selecting the MRI parameters the programming was not terminated. The observed behavior is due to the pop up window of the MRI checklist, that should appear after programming the parameters, which is in suspended mode. As a result the process is automatically canceled. Closing the current session and re-interrogation of the device solves the issue. The cause of this behavior cannot be determined with certainty. Based on available data, no issue with the subject pacemaker is suspected. This case is retained for trending purposes.

Event description:
Reportedly, the doctor could not click on program to validate the auto MRI mode. Each time, he returned to the previous screen. The doctor finally left the session and re-interrogated the device to validate the auto MRI mode.

Event description:
Reportedly, the doctor could not click on program to validate an auto MRI mode. Each time, he returned to the previous screen. The doctor finally left the session and re-interrogated the device to validate the auto MRI mode.

Manufacturer narrative:
The analysis of the provided data is ongoing and the final report will b provided soon.